Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient awoke to a cgm alarm on the receiver with cgm reading of 300 mg/dl. There was no mention of bg reading at that time. The patient self-treated with 4 units of novolog. After about 10 minutes, the patient felt wobbly, disoriented, diaphoretic and had vision changes. It was unclear what the cgm and bg were reading during that time. The patient alerted her brother-in-law to assist her. The sister called emergency medical service (ems) who arrived and checked the bg which was at 65 mg/dl. Ems treated the patient with an unspecified glucose tablet. The patient was then transported to the hospital by her brother-in-law. While at the hospital, the patient was treated further with orange juice and an unspecified glucose drip. She was hospitalized for 1.5 days before being discharged. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Codes: health effect - impact code - f1005 overdose.